Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a female patient who had essure (batch no. D06940/ d08940) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test." The patient's previously administered products included for an unreported indication: trazodone in 2008 and celexa in 2008. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)") and dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"). In september 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal on both sides/ cramping"), bladder disorder ("bladder or problems or changes") and urinary tract disorder ("urinary problems or changes"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, female sexual dysfunction, bladder disorder and urinary tract disorder outcome was unknown, the dyspareunia was resolving and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, bladder disorder, dysmenorrhoea, dyspareunia, female sexual dysfunction, pelvic pain and urinary tract disorder to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: reporters added and updated patient demographics. Historical drugs was added. Updated suspect drug inaction and lot number. Added event apareunia (inability to have sexual intercourse), lower abdominal on both sides and did you undergo an essure confirmation test. Updated events and onset date. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in an adult female patient who had essure (batch no. D06940-valid d08940-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's previously administered products included for an unreported indication: trazodone in (B)(6) and celexa in (B)(6). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)") and dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal on both sides/ cramping"), bladder disorder ("bladder or problems or changes") and urinary tract disorder ("urinary problems or changes"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, female sexual dysfunction, bladder disorder and urinary tract disorder outcome was unknown, the dyspareunia was resolving and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, bladder disorder, dysmenorrhoea, dyspareunia, female sexual dysfunction, pelvic pain and urinary tract disorder to be related to essure. Lot number: d08940 is not valid. Lot number: d06940 is valid expiration date :2017-09-28 manufacturing date :2014-09-08 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality safety evaluation of product technical compliant. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). The patient was treated with surgery to remove the essure on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.